Event description:
It was reported that during this right ventricular (rv) lead implant, this lead did not convert a ventricular arrhythmia. The lead was removed and replaced. The new lead did successfully convert a ventricular arrhythmia. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.